Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous shaft kinks. The device was hooked up to an inflation device and it leaked out of the distal tip. The inner shaft has a puncture hole at the proximal balloon waist which is consistent with the damage that is seen caused by use of a guide wire. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach from the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery to the anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach from the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery to the anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.